Event description:
The pt was using red monotube. On (B)(6) 2010, dynamization of red monotube did not function when the surgeon was about to apply dynamization. Therefore, the surgeon changed the red monotube to new red monotube prepared beforehand. The procedure was completed.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.